Manufacturer narrative:
(B)(4). Batch # m91j7a. The following information was requested, but unavailable: can you please follow up with the surgeon to obtain further information regarding the unknown product issue: did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Was cholangiogram done on procedure? Was device fired over another clip or hard structure? How was the case completed? Response received: they have no other info at this time. The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in a yielded condition. In addition, 1 clip malformed was received in a plastic bag. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and it fed and formed 10 conforming clips; in addition, the device locked out as intended. During functional testing no malformed clips were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the malformed clip returned inside the plastic bag, however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device; details unknown. There were no patient consequences reported. It is unknown how case was completed.